Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their ipad on their chest when they heard a steady tone come from the implantable cardioverter defibrillator (ICD). The alert was for magnet exposure. The ICD remains in use. No patient complications have been reported as a result of this event.